Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-02246.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician experienced resistance while advancing the velocity and a non-penumbra stent retriever through the ace68. Therefore, the physician retracted the ace68 and found the velocity to be broken. The velocity was therefore removed, and the procedure was completed using a new velocity, the same ace68, neuron max 6f 088 long sheath (neuron max) and the same stent retriever. There was no report of an adverse effect to the patient.